Event description:
Patient came into doctor's office complaining of right hip pain. A x-ray was taken and showed aseptic loosening of the acetabular component. As a result a revision surgery was performed and the loose component was removed and replaced with zimmer shell.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding loosening involving a tritanium shell was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no patient medical records were provided for review. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because the device was not returned and no patient medical records were provided for review. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient came into doctor's office complaining of right hip pain. A x-ray was taken and showed aspectic loosening of the acetabular component. As a result a revision surgery was performed and the loose component was removed and replaced with zimmer shell.